Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
The customer's wife ((B)(6)) is calling on behalf of the customer. Customer complains of low results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 100-140mg/dl fasting. Verified the strips expire 9/30/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 200mg/dl and 271mg/dl fasting. Reviewed meter memory: (B)(6). The customer is concerned about these two results 51 mg/dl on (B)(6) 2016 at 7:35 am and 78 mg/dl on (B)(6) 2016 at 7:30 am. The customer originally called for assistance with performing a control test because he feels that the results he is getting from the meter are reading too low. The customer is stating that he is comparing the results of his trueresult meter against his embrace meter and other meters; which falling about 30 points lower.